Event description:
It was reported that during a procedure at the user facility the castvac w/8 foot hose and mobile stand was sparking. The procedure was completed successfully utilizing the cutter only. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the motor was found to be in need of replacement. The device was repaired and returned to the user facility.